Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced high blood glucose levels; an exact value was not provided. The insulin in the cartridge was changed from lispro to humalog, and room temperature insulin was being used. The customer follows the proper procedure when loading a cartridge and changing the infusion set. There were no air bubbles in the tubing or any issues observed with the infusion set. The customer increased the basal and bolus settings to address blood glucose. Reportedly, the customer reverted to an alternate pump for insulin therapy.